Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharged (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
A male patient contacted lifecor customer support to report that when he inserts the battery pack into the monitor, he receives a "reinsert battery" message. When the system is booted up, he received a "?" In the battery slider. Support sent the patient a replacement battery pack.